Event description:
This patient experienced a sudden loss of her cochlear implant after experiencing a shock while using the telephone. She experienced associated facial nerve stimulation. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.